Event description:
The dealer reported that tech tried to get a patient image which was taken by portable system. However, there was a failure to load the image resulting in getting a blank image. The patient had the image retaken by another system.

Manufacturer narrative:
Device was not returned to manufacturer. Image and log files were sent to canon inc. Additional information - that was a same error which we have experienced and analyzed in the past. This error caused by the timing at which connecting or disconnecting with memory is processed when exposures are taken and the timing at which the preview image are stored. It was resulted in failure to store raw images. The fse was advised to turn the sharpness setting off and to upgrade and software to ne v1.40.3 or v2.02. The ne software will be upgraded to ne v1.40.3 or v2.02 soon. Those versions resolve the issue of the intermittent blank images with sharpness on in the protocol. (B)(4).